Event description:
Customer reported that they don't believe the insulin pump is pushing out insulin. Customer stated that their blood glucose readings have been increasing for about a week and the only way to bring them down is by a manual injection. Customer further stated that she gives herself a bolus, however, the reservoir units do not change. Customer stated that their blood glucose reading was 589 mg/dl the night before. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Air bubbles were noted in the tubing and no delivery alarms were noted in the alarm history. High pressure test was performed and passed. Customer's blood glucose reading was 252 mg/dl at the end of the call. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.